Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) communicated with the pharmacy supervisor and confirmed with the customer that the machine had come back online and was operating without any issues. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not connecting to the network following the attempted upgrade to v1.11 and remained in offline mode/critical override. Rebooting the station multiple times did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.